Event description:
It was reported that the patient had an infection and pus oozing from the insertable cardiac monitor (icm) site. The patient received antibiotics to treat the infection. The device remains in service. No additional adverse patient effects were reported.